Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that at the time of venous access puncture, there was no clear visualization of blood return. It was also noticed that the material was difficult to handle, which posed a risk of contamination due to the poor condition of the mobile unit. Possible item numbers 8351, 8352, 8353, 8354, 8355, 8356, 8357, 8358. There was patient involvement, no patient injury was reported.